Manufacturer narrative:
Case information including facility, surgery date(s), or related patient information was not provided by the initial reporter. Visual evaluation was completed and the failure mode was confirmed. The device history record for lot number hn118915 was reviewed and shows all inspected part were received and accepted. No ncr identified on DHR. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that during a surgical procedure a 15mm staple drill got stuck in a drill guide. This report is 2 of 2 for this incident. This complaint addresses the drill.